Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Additional information was requested on april 21, 2017. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. This is a split complaint with zimmer (B)(4), (B)(4). Zimmer¿s reference number of this file is (B)(4)

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on (B)(6) 2016. The patient was revised due to deep infection and possible mrsa on (B)(6) 2017.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: infection. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a patient underwent an initial hip procedure on (B)(6) 2016. Subsequently, the patient was revised due to deep infection, possible (B)(6) on (B)(6) 2017 after 3 months in-vivo time. The first stage of the revision involved the removal of all implants. There were no complications or delays reported. Review of received data: one photo of the all explanted components of the tha is received. The femoral head is partly covered with blood. It is not possible to comment on any surface features from the photo. Slight metal transfer also seems to be existent on the head surface. Surgical report dated (B)(6) 2016: diagnosis: unilateral osteoarthritis, morbid obesity. Operation: left noncemented ceramic on pe-bearing surface tha with versys collared stem with extended neck, biolox 36mm head, trilogy cluster hole shell with 2 screws, longevity highly crosslinked liner. No problems observed. No relation to infection can be observed from the report. Office visit dated (B)(6) 2017: physical exam: patient has soft tissue swelling in left leg groin to ankle. Hip motion is painful in external rotation and painful in rotation. (B)(6) infection, unspecified site. No product was returned to zimmer biomet for in-depth analysis. The product was requested at complainant for investigation, however was not returned. The product location is unknown. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Conclusion summary according to the reported event all the components of tha were revised due to the deep infection after 3 months in-vivo time. Sterilization specification of the device certify the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Moreover, no trend on infection has been observed for this product/batch. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, packaging failure and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).